Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from government agency stating a preventive stent shortening was done upon fuchs' endothelial dystrophy. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.4., b.2., b.5., b.6., b.7., d.5., d6a, and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient was hospitalized for the event for an unplanned surgical intervention within inpatient conditions and shortening of stent was done. After the shortening was done no retention rings were visible. The stent was not explanted. The event is still ongoing as the decrease in endothelial cells is not reversible. There was no packing issues.

Manufacturer narrative:
Sample evaluation summary: one trimmed piece of stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed; the proximal collar was returned with a jagged cut behind the collar. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A photo is attached to the parent file and has been reviewed by the investigation site. The stent appears to be in the vial, however, details of the stent cannot be determined from the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).